Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, battery compartment was visible, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10-nov-2017 with the following findings: a review of the pump black box data showed the pump rebooted. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads to the case seal. The returned battery cap threads were stripped and the cap was unable to fit to maintain electrical connection causing a power loss. A test battery cap was used during investigation. The pump was exercised for 24 hours and no power loss occurred. Unrelated to the complaint, investigation revealed the display was dim and discolored. The cartridge compartment had a missing fragment around the edge, however, it was able to fit securely.